Event description:
The patient called and reported seeing smoke. Staff found some smoke to be coming out of the scd pump. Pump tagged and removed from service and sent to biomed with description of the event. Biomed said there was no indication that this pump had any issues that would be related to smoke. We sent it to the manufacturer because the machine does not work on dc power, the machines are under consignment and the repair is warranted. Staff asked could this problem occur while the device was working on dc power and cause a small plume of smoke? Possibly, but not yet validated.